Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracy. A root cause could not be determined via data. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter log was downloaded during bluetooth pairing test. A global transmitter functional test was performed and the transmitter passed. The reported inaccuracy could not be confirmed via device evaluation. A root cause could not be determined via device evaluation.